Event description:
During a robotic prostatectomy, the or table suddenly began to level out. No one was touching the controls. As the bed began to move, the trocars and robot arms were immediately removed by the pa in an effort to prevent or minimize any tissue damage. The bed was returned to it's operative position. Trocars were placed again and the pt was assessed for any internal tissue damage. One of the trocars was bent. Pa expects that the patient will have some bruising around the trocar sites. Any further severity is yet unknown. The staff in the room are still bewildered as to how or what initiated the movement of the bed. The control was placed on the base of the bed, not touched or bumped by anyone. The bed was later removed for service evaluation. Table is approximately 16 years old. The electricians inspected the table and could not duplicate the issue, but believe this to be use error.